Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
"Periprosthetic fracture, when we opened the patient there was metallosis around the neck & head. Ball was still attached but clearly there had to be some micro motion". Update (B)(6) 2017: per operative report: right hip periprosthetic femur fracture with loose femoral stem. Patient revised to a combination of djo and stryker implants.

Manufacturer narrative:
An event regarding revision due to corrosion and periprosthetic fracture involving a metal head was reported. The event was confirmed. Device evaluation and results: material analysis was performed and concluded "adhered debris was observed on the stem trunnion and head taper. Damage consistent with explantation was observed on the head. Eds showed the stem was consistent astm f1813 alloy, the head was consistent with astm f1537 alloy, and the debris samples were consistent with the stem, head, and a corrosion product from the head in addition to biological material. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the medical records and x-rays by the consulting clinician indicated "multiple postoperative hazards are identified including loss of fixation of a cemented acetabular component, infection and periprosthetic fracture. The patient had medical history which included chronic vit d deficiency as well as fibromyalgia requiring the chronic use of steroids. As a result she undoubtedly had significant osteopenia putting her at risk for both early component loosening as well as fracture. In addition the chronic steroid use is immunosuppressive putting her at risk for infection. There is no evidence for defect in the implants or their manufacture." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event for the corrosion was confirmed based on the material analysis report stating "the debris samples were consistent with the stem, head, and a corrosion product from the head in addition to biological material. No material or manufacturing defects were observed on the surfaces examined." A review of the medical records and x-rays by the consulting clinician indicated. "As a result she undoubtedly had significant osteopenia putting her at risk for both early component loosening as well as fracture. In addition the chronic steroid use is immunosuppressive putting her at risk for infection. There is no evidence for defect in the implants or their manufacture." If additional information becomes available, this investigation will be reopened.

Event description:
"Periprosthetic fracture, when we opened the patient there was metallosis around the neck & head. Ball was still attached but clearly there had to be some micro motion". Update 09/19/2017: per operative report: right hip periprosthetic femur fracture with loose femoral stem. Patient revised to a combination of djo and stryker implants. Update: acetabular shell was loose and was found to have an infection of e. Coli. Patient history: fibromyalgia, chronic steroid use, osteoporosis, vitamin d deficiency, alcohol use 3-4 days per week.